Event description:
Per the audiologist, the patient became non user and as such, the fixture was explanted to prevent possible infection. The device was explanted (B) (6) 2010. There are no plans for reimplantation.

Manufacturer narrative:
(B) (4).